Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields h3, h4, h6 and h11. Corrected fields: e2 (inadvertently missed). The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the fiber broke due to user handling. The instructions for use (IFU) provides the following warning: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius; doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the first fiber broke in the endoscope after a few seconds of use and a second fiber after 20 minutes of use broke in the endoscope. The issue occurred during an unknown therapeutic procedure. There were no reports of patient harm.